Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances for the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) had been slowly increasing and that an alert due to an out of range impedance measurement was generated on 23 october 2018. Rv pacing impedance was reportedly stable and within range. Left ventricular (lv) pacing impedance had also been increasing, but remained in range. The clinician reportedly planned to increase the programmed upper limit for acceptable shock impedances and continue to monitor the patient. No adverse patient effects were reported. This crt-d and the associated leads remain in service.